Manufacturer narrative:
Report source - agiliti, quality systems specialist iii. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device experienced a channel error that delayed medication while the patient was coding. Although requested, no further information was provided by the customer.